Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0365626 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 0365626 for contamination. Retention samples from batch 0365626 were not available for inspection. Two photos were received for investigation. One photo shows the bottom of a plate from batch 0365626 (time stamp 0604) with bacterial growth. The other photo shows the bottom of six plates from batch 0365626 (time stamps 0604, 0605 and 0619) with bacterial growth in five of the plates. No return samples were received for investigation. This complaint has been confirmed. Bd will continue to trend complaints for contamination. Based on the low defect rate for this batch, no actions are planned at this time.

Event description:
It was reported that prior to use with 4 bd bbl¿ macconkey ii agar plates they were discovered to have bacterial contamination. The following information was provided by the initial reporter: customer reports upon opening media, bacterial contamination was found. 4 x 221270.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 4 bd bbl¿ macconkey ii agar plates they were discovered to have bacterial contamination. The following information was provided by the initial reporter: customer reports upon opening media, bacterial contamination was found. 4 x 221270.